Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced frequent fluctuations in blood glucose with episodes of both hypoglycemia and hyperglycemia while using the ilet, with concern that meal announcements, particularly breakfast, resulted in aggressive insulin delivery and lows despite overall insulin sensitivity. Symptoms included hypoglycemia with the lowest reported glucose of 47 mg/dl and associated need for fast-acting carbohydrates, and hyperglycemia with the highest reported glucose of 390mg/d. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included review of glucose data and user-reported logs and provision of troubleshooting and education. Investigation of this case revealed that the cause of the hypoglycemia was unclear and no device malfunction was identified. It was concluded that hypoglycemia occurred with cause unclear and that user education and follow-up with clinical support were appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.